Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3. It was reported that there was noise displayed across all of the webster® cs catheter signals, on the carto¿ 3 and recording system. The investigation was completed on 10-mar-2025. It was confirmed that the customer used a spare pin box they had on hand, which resolved the issue. The customer requested a replacement pin box, and technical services confirmed that a replacement was provided. The issue is resolved. The suspected pin box was requested by the manufacturer for investigation. The suspected pin box associated with this complaint has not been returned to the manufacturer for further analysis for more than 90 days and the serial number of the pin box is unknown. Therefore, no further investigation can be performed. The history of customer complaints reported during the last year and associated with carto 3 system # 29065 was reviewed. No similar additional complaints were found. A manufacturing record evaluation was performed for the carto 3 system 29065, and no internal actions related to the reported complaint condition were identified. In addition, although the reported event is associated with the manufacturing process for the pin box, the manufacturing record evaluation can not be performed as the s/n of the pin box is not known. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 and the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. Initially it was reported that there was noise displayed across all of the webster® cs catheter signals, on the carto¿ 3 and recording system. The blue pin box was replaced and the issue was resolved. The procedure continued. There was no patient consequence reported. Additional information was received on 03-dec-2024 stating that the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm. This event was originally considered non-reportable, however, bwi became aware on 03-dec-2024, that the physician did not have any intact ECG signal available to monitor the patient¿s heart rhythm and have reassessed the event as reportable. The awareness date for this record is 03-dec-2024.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).